Manufacturer narrative:
H6: electrode (fetal spiral). The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 26 novt 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury. The complaint of spiral fetal electrode being left inside a patient following delivery. - it (part of fse) was left inside the mother following a c section delivery, it was disconnected from the baby, the baby was ok and was delivered. It happened during a swab', the part of the fse was shifted and pushed further up into the mum. They had disconnected the fse from the baby, had cut the wire and that part was left inside the mum. See pic. Regarding part 7000aao fetal scalp electrode. Was confirmed via photo analysis and event description. The root cause was determined and could possibly be a result of use error. A risk assessment was performed and the ultimate risk was determined to be medium which does not require the initiation of a CAPA. Issue was escalated to helsinki carb as (B)(4). There have been zero other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
It was reported that "spiral fetal electrode being left inside a patient following delivery. It (part of fse) was left inside the mother following a c section delivery, it was disconnected from the baby, the baby was ok and was delivered. It happened during a swab', the part of the fse was shifted and pushed further up into the mum. They had disconnected the fse from the baby, had cut the wire and that part was left inside the mum".

Manufacturer narrative:
H6: electrode (fetal spiral) the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 26 novt 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury.

Event description:
It was reported that "spiral fetal electrode being left inside a patient following delivery. It (part of fse) was left inside the mother following a c section delivery, it was disconnected from the baby, the baby was ok and was delivered. It happened during a [?]swab', the part of the fse was shifted and pushed further up into the mum. They had disconnected the fse from the baby, had cut the wire and that part was left inside the mum".